Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that before a follow up, when the programmer was turned on, the screen was blank. Although the touch screen worked, there was no options on the screen to choose. After a few minutes, the ¿please wait¿ window showed up and stayed that way for quite a long period of time. Then the black screen stated that there was a serious problem. Although the caller followed the instructions on the screen, the issues remained. The caller also ran the service disk and shut the programmer down and restarted it a few times, but the issues remained. The programmer will be returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. It was also noted that the stylus was missing, there was no paper in the printer tray and the power bay door was damaged. As a result the stylus and printer paper were added, the power bay was replaced, and software was installed to resolve issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.